Manufacturer narrative:
Evaluation summary: product evaluation: no product was returned. Results from the product history record review indicated the product met release criteria. File also indicated the use of an unapproved viscoelastic. Root cause: the root cause could not be identified by the investigation. Failure to follow the dfu was indicated. The file indicated the use of an unapproved viscoelastic. Due to the varying viscosities, the use of unapproved viscoelastics may contribute to lens delivery difficulties and lens damage. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported two patients with refractive surprises following intraocular lens (iol) implant surgery. He stated for this patient it is unknown what caused or contributed to the event and the event is not expected to resolve. This medical device report is for the second patient. The medical device report for the first patient was submitted under MFR. Report #1119421-2011-00874.